Manufacturer narrative:
Event date is approximate start date of the paralysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had their ins removed permanently removed. The patient said it was removed because the ins was displaced. The patient stated they had an artificial disc that failed and broke down in their artificial spine and it pinched their spinal cord. The patient stated this caused them to be paralyzed on their right side. The patient said they did surgery to take out the disc in (B)(6) 2016, but the patient became paralyzed again after this surgery. They found out this was due to the stimulator becoming displaced as a result of the disc that failed. The patient then removed the stimulator in (B)(6) 2016. The paralysis started probably in early (B)(6) 2016. No further complications were reported. **information regarding previous device replaced due to normal depletion and donating external equipment omitted**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient responding back from follow up sent to them. The patient reported they had difficulty retaining and fully emptying bladder (slow improvement) and on medical therapy. Patient also mentioned they had loss of bowel sensation that they're also slowly having improvements on since september 2016.the patient had a loss of s1 s2 function, and difficulty to obtain an erection.the cause of the bladder/bowel/sexual functions was due to failure of prodisc l with posterior displacement impinging on spinal cord, concurrent displacement of spinal pain cord stimulator paddle, also compressing the spinal cord. At onset complete paralysis in right leg. Actions/interventions taken to resolve the bladder/bowel/sexual function issues were observations and giving time for spinal cord and spinal nerves to recover, slowing surgical removal of bone at site of implant, and triple bony fusion plus removal of scs one month later when symptoms worsened again and taking medication, mybetrig for persistent and chronic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the paralysis resolved, however, the patient reported experiencing persistent issues with bladder control they said were ongoing, new problems with bowel sensation and control, and new problems with sexual function. No further complications were reported. Follow up was conducted.